Event description:
Patient's mother contacted in 2008 regarding tyco/kendall heparin flush 100 units/ml pre-filled syringe recall. Mother reports two of affected lots in home. Mother also reports vomiting and diarrhea eight days earlier for less than 24 hours. Could not remember if flush was used prior to that incident. Mother also reports that patient's sister had also been sick that week. Replaced with bd brand of heparin flush pre-filled syringes. On six days after the original date and the next day: left several messages with family to follow up if symptoms had continued with new bd brand of heparin. No return call from family. Dose or amount: 5 ml = 500 units. Frequency: 3 x weekly or prn. Route IV. Dates of use: 2008. Diagnosis or reason for use: implanted port-a-cath patency.